Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2006 and meshes were implanted. It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2007 and meshes were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 1/7/2016. It was reported that patient underwent cystoscopy, periurethral and transurethral collagen injection due to stress urinary incontinence, type 3 on (B)(6) 2007. It was reported that patient underwent cystoscopy with bard collagen transurethral injection due to type 3 urinary on incontinence (B)(6) 2007 . No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced hematuria.